Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, the stapler was connected to generator. Device was used with lap magen. As it was being used, the scratchy part on the bent and inner side of the lower jaw got lacking, it was caught on the trocar and broke up. The product did not lock on tissue and was removed from the tissue without damaging it. The broken fragment was collected immediately and discarded in the hospital. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, the stapler was connected to generator. As it was being used, the scratchy part on the bent and inner side of the lower jaw got lacking, it was caught on the trocar and broke up. The product did not lock on tissue and was removed from the tissue without damaging it. The broken fragment was collected immediately and discarded in the hospital. The procedure was completed with another device. There was no patient injury.